Manufacturer narrative:
The getinge stm evaluated the unit and found blood in it. The fse replaced all blood contaminated parts. The fse then performed preventative maintenance (pm) and found the following issues: 1) the display wasn't clear and was pixilating in sections - failed tests. To fix it, the fse replaced the display. 2) the power supply wasn't charging batteries. To fix it, the fse replaced the power supply. 3) batteries were fat & not taking a charge after replacing power supply. -to fix the issue, the fse replaced batteries. The fse then performed all functional tests and validated calibrations to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that at the beginning of a scheduled preventive maintenance (pm) performed by a getinge service territory manager (stm) customer informed the stm that the end user discovered blood in the catheter during use and wanted to have the unit checked out. With this in mind stm opened the iabp up and I did discovered blood intrusion. There was no patient invlvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.